Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medication use, user issues, and operational context. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4). Refer to MDR #2032546-2018-00024 related to this event.

Event description:
The surgeon reported that patient presented at their one week post-operative appointment with slight shallowing of the anterior chamber with myopic shift. The patient "deepened and became less myopic" over the course of the 1st month post-op month with well controlled iop off drops. The surgical procedure was complicated by compromised visualization and bleeding. Additional information was requested. This report pertains to the 1st event.

Manufacturer narrative:
Additional information: (age at time of event/date of birth), (other relevant history, including preexisting medical conditions and race), (model #, serial #, lot #, UDI #, and expiration date), (method). The devices remains in the patient, therefore product testing on the devices could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition a complaint history review was completed for this lot, there were no complaints found to be related to the reported event. (B)(4). Refer to MDR # 2032546-2018-00024 related to this event.

Event description:
Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following additional details: the patient's current condition was described as 20/20 with good iop control, off drops. At 1 week postop the patient had about 2.5 diopter of myopic overcorrection. At 2 month postop od spherical equivalent (se) was -1.00 od. The patient is happy with the result. The anterior chamber collapse (shallowing) and myopic shift have resolved.